Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). A corrective and preventative action has been opened to address the reported issue. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. The bottom case seal was removed, and plunger case seal were intact. The investigation found the device top case has dent on front left bottom corner. Bottom case in excellent condition. No visible contamination. The pump event history showed a base hardware failure and battery communication timeout errors in error history log (ehl). During evaluation, the reported issue was duplicated during power up process. The cause was the interconnect board which did not operate as intended. Power cord not charging caused the battery communication timeout. The root cause was unable to be determined. No physical damage/contamination to interconnect board. The technician replaced interconnect board and battery. Power up process and device passed all the functional test.

Event description:
It was reported that a system failure base hardware failure and battery communication timeout errors were observed. No patient injury was reported.